Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 5 months post implant of perfix plug, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with mesh explant. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note, the manufacturing date (15-apr-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with symptomatic incarcerated umbilical hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿hernia sac was reduced in the peritoneal cavity. The defect was plugged with a perfix plug (device #1), the onlay mesh was deployed and tacked them circumferentially using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent open repair with biopsy of perfix plug (device #1) and implant of phasix mesh (device #2). Per operative notes, ¿the hernia above the prior repair was dissected out and placed a portion half of phasix mesh (device #2) using sutures. The portion of mesh below (device #1) was removed.¿ attorney alleges that the patient had pain, hernia recurrence, emesis, severe abdominal pain and emotional injuries.